Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2020. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perin pain; anal pain; rect pain; oth pain (constant urine infections that cannot be treated so I need to have surgery on (B)(6) to take the mesh out); pain inter; inab inter; off vag dis; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to remove the mesh causing my pain and urine infections. Nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: hyprex for the treatment of: urine infections and bacteria . Treatment duration: 6 month. On (B)(6) 2021 the patient commenced incontinence medication: keflex for the treatment of: urine infections . Treatment duration: 2 weeks. On (B)(6) 2021 the patient commenced psychological medication: alprim for the treatment of: urine bacteria and infections . Treatment duration: 2 weeks . The patient was treated with other (please specify).